Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v was being used on an unknown date during a colon resection procedure and the ¿dr. Asked for data on ¿do you have any data on incidence or reports of portal venous gas (hpvg) with airseal?¿ he stated a patient presented with post operatively but was negative during laparoscopy. Patient is doing fine but he seemed perplexed on how it even occurred afterwards¿. After further assessment it was found there was no report medical/surgical intervention or prolonged hospitalization. The procedure was completed as normal as they did not have any issues during the actual surgery. The dr. Is "unclear how it was even possible for this to have occurred outside of a liver resection". Patient's current condition is "fine". This report is being raised on the basis of injury due to portal venous gas (hpvg).

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v was being used on an unknown date during a colon resection procedure and the ¿dr. Asked for data on ¿do you have any data on incidence or reports of portal venous gas (hpvg) with airseal?¿ he stated a patient presented with post operatively but was negative during laparoscopy. Patient is doing fine but he seemed perplexed on how it even occurred afterwards¿. After further assessment it was found there was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed as normal as they did not have any issues during the actual surgery. The dr. Is "unclear how it was even possible for this to have occurred outside of a liver resection". Patient's current condition is "fine". This report is being raised on the basis of injury due to portal venous gas (hpvg).

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame 1,833 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. Per the instructions for use, the user is advised the following: insufflating co2 may result in metabolic acidosis. Operating at the lowest possible pressure, without compromising patient safety, reduces the likelihood of insufflation-related complications for any insufflation system, including airseal. This issue will continue to be monitored through the complaint system to assure patient safety.